Event description:
Received info regarding on a thermachoice procedure in south africa. It was reported that dr conducted a thermachoice ablation on a multipurpose woman with a large uterine cavity and mennorhagia for 18 months. The pt presented four days post-op with an acute abdomen and on sonar, the uterine cavity was distended with fluid. Dr aspirated, transvaginally, 50 mls of sero-sanguineous fluid and the pt was put on a further course of antibiotics. The pt returned for further drainage on 7/21/99 and a sample of the fluid was sent for pathology.